Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. Date of event is an approximation. The patient had inaccurate cgm values 10 days after the sensor was inserted in the arm. On (B)(6) 2024, the day of the event the cgm reading was 185 mg/dl, and the patient self-treated with insulin. When the patient did a fingerstick after the cgm reading was 60 mg/dl with double arrows pointing down, and the blood glucose meter reading was 128 mg/dl. It was confirmed that these were the readings reported by the patient. The patient experienced feeling clammy, was weak and his words were slurred. The patient self-treated with 2 glasses of juice and ate a banana. After the self-treatment, at 6:30 pm, the patient was brought to the hospital by their aunt. The patient was treated with 1 bag of intravenous glucose. When a fingerstick was done at the hospital, the cgm reading was 160 mg/dl, and the blood glucose reading was 171 mg/dl. The patient was discharged after spending less than 24 hours at the hospital; at the time of the report the patient was fine. No data was provided for evaluation. The reported glucose values fall within the b zone of the parkes error grid prior to going to the hospital. The reported glucose values fall within the a zone of the parkes error grid in the hospital after IV treatment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient had inaccurate cgm values 5 days after the sensor was inserted in the arm. On (B)(6) 2024, the day of the event the cgm reading was 185 mg/dl, and the patient self-treated with insulin. When the patient did a fingerstick after the cgm reading was 60 mg/dl with double arrows pointing down, and the blood glucose meter reading was 128 mg/dl. It was confirmed that these were the readings reported by the patient. The patient experienced feeling clammy, was weak and his words were slurred. The patient self-treated with 2 glasses of juice and ate a banana. After the self-treatment, at 6:30 pm, the patient was brought to the hospital by their aunt. The patient was treated with 1 bag of intravenous glucose. When a fingerstick was done at the hospital, the cgm reading was 160 mg/dl, and the blood glucose reading was 171 mg/dl. The patient was discharged after spending less than 24 hours at the hospital; at the time of the report the patient was fine. No data was provided for evaluation. The reported glucose values fall within the b zone of the parkes error grid prior to going to the hospital. The reported glucose values fall within the a zone of the parkes error grid in the hospital after IV treatment. No additional patient or event information is available.